Event description:
It was reported that the circulatory stopped scanning sponges with the surgicount system which resulted in a retained sponge. The case was left open and not counted out by the circulator. An additional surgery was performed to remove the sponge on the next day.